Event description:
It was reported that after programming an implantable pulse generator (ipg) to magnetic resonance imaging (MRI) mode with the mobile application used for MRI accessibility, the patient subsequently experienced chest pain, resulting in the abandonment of the MRI scan and transportation of the patient to the emergency department by ambulance. No further patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: product data was received and analyzed. Analysis of the product data found the customer comment that the implantable pulse generator (ipg) was programmed with the mobile application used for magnetic resonance imaging (MRI) accessibility was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.